Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a charging failure. There was no reported patient involvement.

Manufacturer narrative:
The customer cancelled the request for service.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which the customer ordered a replacement battery pca. One battery pca was returned for failure analysis. The reported problem could not be verified/duplicated. The pca was functional and operated as normal. However, visual inspection noted j2 pin1 was bent.